Manufacturer narrative:
H11: the devices were not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
D4: unique identifier (UDI) #: the lot number (10) is unknown; therefore, the UDI number only will contain the device identifier (01). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (02) clearlink system continu-flo solution sets broke off at the y-site. The issue was further described as two primary intravenous (IV) tubing y-sited together at the lowest port of tubing #1. While attempting to remove tubing # 2 from port # 1, the plastic connection piece broke off and got stuck in port # 1. This occurred during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.